Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen (left side) using cooladvantage, coolcore contour applicator and to the flanks (bilateral) using cooladvantage, coolcurve contour applicator on (B)(6) 2019, then to the lower abdomen (right side) using cooladvantage+, coolcurve+ contour applicator on (B)(6) 2019, following to the upper abdomen (right side) using cooladvantage, coolcurve contour applicator on (B)(6) 2019, finally to the upper abdomen (left side) using cooladvantage, coolcore contour applicator on (B)(6) 2019, who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2019 after treatment. Ph was described as an enlarged area of tissue and flanks, bulge extending around the area the applicator was placed, skin normal in texture and appearance. On (B)(6) 2019, the patient was assessed by a practitioner who diagnosed the abdomen and flanks with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen (left side) using cooladvantage, coolcore contour applicator and to the flanks (bilateral) using cooladvantage, coolcurve contour applicator on (B)(6) 2019, then to the lower abdomen (right side) using cooladvantage+, coolcurve+ contour applicator on (B)(6) 2019, following to the upper abdomen (right side) using cooladvantage, coolcurve contour applicator on (B)(6) 2019, finally to the upper abdomen (left side) using cooladvantage, coolcore contour applicator on (B)(6) 2019, who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2019 after treatment. Ph was described as an enlarged area of tissue and flanks, bulge extending around the area the applicator was placed, skin normal in texture and appearance. On (B)(6) 2019, the patient was assessed by a practitioner who diagnosed the abdomen and flanks with paradoxical hyperplasia (pah/ph).